Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds and impedance were observed on the right ventricular (rv) lead. Patient has sinus node dysfunction with 0% rv pacing. The rv lead was replaced. No patient complications have been reported as a result of this event.